Event description:
A liability claim was raised. It was reported that the patient was implanted as a head adapter l/+4, 12/14-18-20 on the right side on (B)(6) 2010. It was stated that the patient experienced pain and elevated metal levels. It is unknown what products were removed/implanted or what procedures were performed, patient states that she had subsequent surgeries on (B)(6) 2013, (B)(6) 2013, and (B)(6) 2014.

Manufacturer narrative:
This case was reopened on (B)(6) 2015 to enter additional information which was received on (B)(6) 2015: hospital and surgeon contact details, date of revision surgery, patient dob. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It has now been reported, that the patient underwent a revision surgery on (B)(6) 2013. (The cup was not revised.)

Manufacturer narrative:
A technical investigation was not possible to be performed, as the device was not at hand for investigation. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. A trend was identified, an investigation was performed, the risk is still considered as acceptable. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. Review of incoming information it is reported that the patient is pursuing a product liability claim arising out of the use of the mmc acetabular cup. It was reported by patient's counsel that the patient received an implant on (B)(6) 2010. She underwent revision surgery on (B)(6) 2013 due to pain and elevated metal levels. Revision surgery report, dated (B)(6) 2013: preoperative diagnosis: failed right total hip arthroplasty, painful left total knee arthroplasty. Operation: no evidence of loosening on acetabular component. Proximal portion of the stem was noted to be loose. Femoral stem and head revised. Pain cannot be related to a single specific failure mode. Based on the given information, a final assessment is therefore not possible. Should any additional information that changes the assessment become available to us, we will re-evaluate the case. Moreover, revision surgery report indicates stem loosening (unknown which stem has been implanted), no primary involvement of the mmc cup and head was mentioned in the surgical report. No elevated metal release mentioned in the surgical documents. Rather the cup is well fixed. However, all possible causes related to the issues reported are listed in dfmea. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
It was reported that a patient experienced pain and elevated metal ion levels after approx 4.5 years in vivo. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend was identified. The compatibility check was performed from www.productcompatibilitry.zimmer.com and showed that the product combination was approved by zimmer. The inspection plan sap states that the surface of calotte is 100 percent inspected by attributes with gage. Possible causes for the reported event according to sap dfmea: increased wear - due to clearance too small, rim loading. Increased wear - due to clearance too large. No self-polishing (run-in phase) leads to increased wear - due to inadequate articulation material. Increased level of ions - due to chemical/crevice/corrosion. Increased number of wear particles - due to chemical corrosion. Reduced rom, increased wear - due to component malpositioning. Increased wear - due to component damaged during operation - scratches on articulation surface. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is cpt(B)(4).